Manufacturer narrative:
E2015054. (B)(4). Seventeen complaints were received during this report period. Of these, 7 were not returned for evaluation. All 17 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 17 malfunction events which are associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration. These reports were received from various sources. Patient information was confirmed for 4 events. Age range 33-74. Weight (B)(6).